Event description:
This complaint is now reportable based on the returned device analysis reviewed in 2008. It was reported that during an ureteroscopy procedure, the balloon failed to inflate. A u2q/5-4/5.8/75 10cc liwg kit had been advanced to an unspecified ureteral location. Multiple attempts to inflate the balloon catheter were unsuccessful. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine". The returned product analysis revealed a shaft kink and a balloon tear.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed that the shaft was kinked at the strain relief. The balloon was folded but not wrapped around the shaft. There was liquid inside the balloon. The balloon was torn at the proximal code. The direction of the tear suggests that the device was advanced against hard resistance. There was no glue in the transition zone to raise the profile of the folded balloon and thereby make it more prone to this type of damage. Device history record review was performed and no issues were noted. The most probable root cause of the reported complaint was determined to be operational context. A CAPA has been initiated to address this issue.